Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. This issue is currently being investigated under CAPA (B)(4). A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor ruptured after filling. The device was filled with 200 milliliters ropivacaine hydrochloride hydrate when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.